Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, two (2) turbovac 90´s whole distal cap unglued while being used. The caps were not fully detached. It is unknown whether there was a back-up device available and there was a non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found the device's tip/spacer partially detached from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. No containment or corrective actions are recommended at this time.